Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl groshong catheter with inlaid stiffening stylet. The returned unit was leak tested by flushing the catheter with water using a 12 ml luer lok syringe. During testing, a leak was observed approximately 4cm from the tip of the catheter. Microscopic inspection of the leak location found that a c-shaped tear was present. Inspection of the fracture surfaces found that they had a granular texture. The catheter was bisected at the tear location and the inner wall inspected. Additional tearing which did not penetrate the catheter wall was found on the inner wall, indicated that the damage had originated from within the catheter. This in combination with the fact that the tear shaped appeared to match the shape of the stylet tip, suggested that the stylet tip may have caused the observed damage. However, it could not be determined when or how this occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after opening the outer package of the catheter, the PICC was prefilled and washed and when inspected it was found the catheter tip was 4cm away and there was leakage. There was no problem about the unreasonable placement of sharps. The kit was replaced with a new set and continue to complete the catheterization for the patient.